Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a white screen. A white display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no patient use associated with the reported event.